Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an altitude alarm during basal delivery. Customer was able to dismiss alarm and resume insulin. There was no impact to the customer's blood glucose level.